Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient had increased pain and their scs wasn't working as well. It was noted that the patient had a fall in (B)(6) 2018, but the scs seemed to be working well until a few weeks ago. The manufacturer representative ran an impedance check and all electrodes were working except contact 3. The patient¿s ins was reprogrammed, and the manufacturer representative was successful in improving the therapy for the patient. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was clarified that the impedances on contact 3 were high. It was reported that the patient hasn't had any issues since they were reprogrammed. No further complications are anticipated.